Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and a21 error test. Unit passed tone check on self test. Unit failed the vibrate check on self test due to broken black vibrator motor wire. Unit had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. Data analysis: (the date of death was not specified in the customer notes). There is no data available due to the unit did not have a battery installed when received. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer passed away in an unknown location. The cause of death was unknown. The caller did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. No further information was provided due to data protection laws. The reporting party agreed to return the insulin pump for analysis. This report is being made only for the failure analysis results. Frn-unk-rsvr; unomed set. The pump failed the vibrate check on self test due to broken black vibrator motor wire.